Event description:
It was reported that a patient has been referred for a full revision due to high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient is seizure free and is no longer getting the device replaced or leads changed. The device is being left turned off. No additional relevant information has been received to date.